Event description:
Or procedure case is tonsillectomy and adenoidectomy utilizing bovie. Md said it caught fire for about 2 seconds. Md immediately took bovie out of the patient's oral cavity, instilled saline in pt's mouth via syringe. The flame immediately extinguished itself. Patient's oral cavity intact/unharmed.